Manufacturer narrative:
H6: investigation summary: this statement summarizes the investigation results regarding your complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor ce (material#: 256089), batch number: 1010086. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided and no relevant issue was found. The complaint was unable to be confirmed via the retain samples. A photo was provided. The complaint issue could not be confirmed via the photo. The root cause could not be identified. A trend analysis for false positive was conducted, a trend was identified for false positive. Based on the trend, a corrective and preventive action (CAPA) 1878253 was initiated. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4).

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event or problem. D1. Medical device brand name . D2a. Common device name. D2b: medical device type. D3: medical device manufacturer. D4: catalog. D5: lot number. H3: correction, no evaluation performed. H4. Device manufacture date: dd-mmm-yyyy h3 other text : see h10.

Event description:
It was reported while testing for bd rapid detection of sars-cov-2 veritor¿ 2 false positive results were obtained on same patient two weeks apart. Confirmatory testing was performed using pcr test method and the results were negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no report of patient impact. Eua # (B)(4).

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown device manufacture date: unknown

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using pcr and the result was negative. The customer stated they are testing asymptomatic patients. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4).